Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during an arthroscopic shoulder rotator cuff repair procedure the tip of the ar-13995n, multifire scorpion needle broke off into the shoulder joint space. The device was discarded and will not be returning for evaluation. Additional information has been requested. Additional information received on 04/09/2020: the facility reporter was informed that the surgeon was not able to retrieve the broken tip.